Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was leaking from the connection between the hub and the body of the catheter. The catheter had to be removed and replaced.